Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with injection vancomycin intraperitoneally (1 gram, loading dose), injection fortum intraperitoneally (1 gram, loading dose and 250 mg per bag), injection meropenem intravenously (dose and frequency not reported) and injection forcan (100 mg stat, dose and route not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.